Manufacturer narrative:
Section h10: (h3) upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient had an right knee infection of the wound 8 years post op surgeon performed a poly exchange with a wash out of the wound, details of what devices were initially implanted in the patient is unavailable as the index surgery took place in 2008. Device will not be returned due to infection present.